Manufacturer narrative:
On 15 april 2016 it was prepared a final report with the information already submitted in the initial report. On 04 may 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 19 february 2016, the medical affairs director added the following comment to the clinical evaluation: in terms of statistical relevance, the circumstance that two infection cases have been reported concerning products belonging to the same production lot (of about 25-30 units) is irrelevant. Infection is definitely more concerned by possible problems in the sterilization lot, which includes many items (a couple of thousands) and several production lots. Therefore, the numbers reported in your problem report do not represent a quantitative anomaly in terms of infection rates.

Manufacturer narrative:
On 29 jan 2016, additional information received and included: the sales agent will not be able to get the pathology results. Batch review performed on 15 february 2016. Lot 104485: (B)(4) items manufactured and released on 11 march 2011. Expiration date: 2016-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and 1 similar event has been reported on an item of the same lot ((B)(4)).

Event description:
Five days after the primary knee surgery, the surgeon decided to washout the knee and swap out the poly insert due to a possible infection. The surgery was completed successfully. There are no x-rays available. The explant will not be returned.